Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel 475cc silicone prosthesis experienced right sided rupture, migraines, metal smell coming from body, metal taste, lack of appetite, muscle weakness, back neck & shoulder issues, possible auto immune, and breast pain post procedure. The issue of rupture was confirmed by the physician. As result patient underwent bilateral removal with no replacements on (B)(6) 2020. The patient reported that after the removal her symptoms improved. This report relates to left prosthesis.

Manufacturer narrative:
Device photo was received on (B)(6) 2020: photo evaluation completed on (B)(6) 2020; during visual evaluation of the picture no apparent damage or visual anomalies were observed in the product. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).